Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lot # 419478 lead, implant date: (B)(6) 2012; lot # 694758, lead. Implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible right atrial (ra) lead far field wave oversensing and undersensing was noted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that possible atrial loss of capture was noted.